Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc) and another consumer who report an adverse event, concerns a (B)(6) years old female patient of unknown ethnicity. Medical history of the patient was not provided. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) (humalog) cartridge, via humapen savvio red, unknown dose, every four hours, unknown route of administration, indication for use and start date. On an unspecified date at the time of the injection, unknown time after the start of insulin lispro via humapen savvio red, only little drops of insulin would come out, even if the pen was pressed strongly ((B)(4) associated with batch number 1907s02c). Due to that, the patients blood glucose was high and very altered. It was believed that this was due to the problem in the pen because the patient had an insulin glargine pen that delivered a much larger quantity of insulin in relation to the humapen savvio device, when the same number of units was selected. Reportedly, all tests were made by the reporter in accordance to the devices instructions for use guide, selecting two units and pressing several times, and the pen would stay the same way. On an unknown date, the patient was hospitalized due a blood glucose of 500 (normal range and units not provided). It stated the patients father applied only air in patient during one week, he selected four units and only three drops came out and he pierced patients arm several times and nothing happened, because patients blood glucose kept high. No information regarding exams, corrective treatment, discharge and outcome was provided. It was unknown if any action was taken with insulin lispro and if it was ongoing. The father of patient was the operator of device and it was unknown if he was trained. The duration of use of the reported device model and of the suspect device was not provided. Status and return status of device was not provided. The reporting consumers did not provide any relatedness opinion regarding insulin lispro therapy. Update 30sep2020: additional information received from another consumer on 25sep2020 (6 source documents). Added: patients initial and age; EU/ca field for humapen savvio red. Updated: non-serious event of high blood glucose to serious adverse event due hospitalization with blood glucose of 500; unknown person to patients father as the operator of device. Corresponding fields and narrative updated accordingly. Edit 02oct2020: updated medwatch fields for expedited device reporting. No new information added. Edit 02oct2020: upon internal review, it was performed a non-medically significant edit in order to add the second reporting consumer s opinion of relatedness in the narrative, change second report type from company representative to consumer and add last name in third reporter. Corresponding fields and narrative updated accordingly. Update 06oct2020: additional information received from the second reporting consumer on 30sep2020. No updates were added to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 23oct2020 in the b.5. Field. No further follow-up is planned. Evaluation summary. A pharmacist and the father of a female patient reported that when using a humapen savvio device only little drops of insulin would come out, even if the pen was pressed strongly. The patient's father stated he "applied only air in patient during one week, he selected four units and only three drops came out." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1907s02c, manufactured july 2019). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working or dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc) and another consumer who report an adverse event, concerns a 3 years old female patient of unknown ethnicity. Medical history of the patient was not provided. Concomitant medications included insulin glargine. The patient received insulin lispro (rdna origin) (humalog) cartridge, via humapen savvio red, unknown dose, every four hours, unknown route of administration, indication for use and start date. On an unspecified date at the time of the injection, unknown time after the start of insulin lispro via humapen savvio red, only little drops of insulin would come out, even if the pen was pressed strongly ((B)(4) associated with batch number 1907s02c). Due to that, the patients blood glucose was high and very altered. It was believed that this was due to the problem in the pen because the patient had an insulin glargine pen that delivered a much larger quantity of insulin in relation to the humapen savvio device, when the same number of units was selected. Reportedly, all tests were made by the reporter in accordance to the devices instructions for use guide, selecting two units and pressing several times, and the pen would stay the same way. On an unknown date, the patient was hospitalized due a blood glucose of 500 (normal range and units not provided). It stated the patients father applied only air in patient during one week, he selected four units and only three drops came out and he pierced patients arm several times and nothing happened, because patients blood glucose kept high. No information regarding exams, corrective treatment, discharge and outcome was provided. It was unknown if any action was taken with insulin lispro and if it was ongoing. The father of patient was the operator of device and it was unknown if he was trained. The duration of use of the reported device model and of the suspect device was not provided. The suspect device, which was manufactured in jul2019, was not returned to the manufacturer. The reporting consumers did not provide any relatedness opinion regarding insulin lispro therapy. Update 30sep2020: additional information received from another consumer on 25sep2020 (6 source documents). Added: patients initial and age; EU/ca field for humapen savvio red. Updated: non-serious event of high blood glucose to serious adverse event due hospitalization with blood glucose of 500; unknown person to patients father as the operator of device. Corresponding fields and narrative updated accordingly. Edit 02oct2020: updated medwatch fields for expedited device reporting. No new information added. Edit 02oct2020: upon internal review, it was performed a non-medically significant edit in order to add the second reporting consumer s opinion of relatedness in the narrative, change second report type from company representative to consumer and add last name in third reporter. Corresponding fields and narrative updated accordingly. Update 06oct2020: additional information received from the second reporting consumer on 30sep2020. No updates were added to the case. Update 23oct2020: additional information received on 23oct2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc 5293486 associated with lot 1907s02c humapen savvio (red) device. Corresponding fields and narrative updated accordingly.